Event description:
The customer spilled insulin-like growth factor (igf-1) diluent on her wrist, which has eczema. There is no information that the diluent spill on her wrist has caused irritation or any known report of adverse health consequence.

Manufacturer narrative:
A siemens customer service engineer (cse) was contacted to find out if the diluent contained any human based material or any other harmful material. The cause of this event was due to the customer not wearing personal protective equipment (gloves) as required by the msds for immulite 2000 igf-1. The msds for immulite 2000 igf-1 also states that there are no ingredients present which, within the current knowledge of the supplier and in the concentrations applicable, are classified as hazardous to health or the environment.